Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a right ventricular lead's insulation was damaged when a stylet went through it during the implant surgery. The lead was replaced. Patient had no symptoms and was stable after the event.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.